Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The customer reported the issue had occurred before and a replacement of the motor controller (mc) printed circuit board assembly (pcba) was performed to resolve the issue initially. The remote service engineer (rse) suspect that the central processing unit (cpu) printed circuit board assembly (pcba) is now the cause of the reported issue. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The customer reported the issue had occurred before and a replacement of the motor controller (mc) printed circuit board assembly (pcba) was performed to resolve the issue initially. The remote service engineer (rse) suspected that the central processing unit (cpu) printed circuit board assembly (pcba) is now the cause of the reported issue. The unit was sent to bench repair where the cpu pcba was replaced, and it was confirmed the reported issue was resolved. Bench repair replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.